Event description:
It was reported that the device was explanted and replaced for inappropriate therapy, noise and reset.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field events of microprocessor reset and noise were confirmed. The cause of reset and noise was due to an extremely low battery voltage. The device had normal battery depletion and is within expected longevity performance.